Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, upon transection of the rectum, the device was not able to fire the reload. During firing, the device made a weird sound and was not able to fire. They realized that the device was broken, so the reload did not unload from the device easily. They opened a new device to complete the case. There was no patient injury.